Event description:
Procedure type: lap hernia repair. According to the reporter: four balloons would not hold air to inflate due to a hole in the area where the balloon and trocar join. Another device of the same type was used to complete the procedure. The procedure was extended less than 30 minutes and the pt is in stable condition. No pt injury was reported.